Event description:
Customer reported that a patient sample with suspected passively acquired anti-d yielded a weakly positive antibody screen, but negative results were observed with vra174. The patient had no previous history at the facility but documentation of the rhogam injections exists. Customer is unwilling to perform any manual gel panel testing. Ocd was able to confirm that other patients with stronger reacting passively acquired anti-d had reacted with all donors to the listed panel. Customer reports that the patient was also tested by the traditional tube method using an immucor panel (enhancement not provided) and negative results were also observed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Customer indicates their confidence that the reported concern may be related to the potential weak reacting, low titer of the patient's antibody. (B)(4).